Manufacturer narrative:
Additional information was received that no further course of action will be taken at this time.

Event description:
A report was received that the patient's lead was fractured and unusable. It was noted that the patient had inadequate stimulation.

Manufacturer narrative:
A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially relate to the event occurred during the manufacturing.

Event description:
A report was received that the patient's lead was fractured and unusable. It was noted that the patient had inadequate stimulation.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-70 serial #: (B)(4) description: linear st lead, 70cm.

Event description:
A report was received that the patient's lead was fractured and unusable. It was noted that the patient had inadequate stimulation.